Event description:
It was reported that the attachment was not rotating properly when plugged in with the console during the maintenance. At the time of report, there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation did not reproduce the reported malfunction of the attachment not rotating properly when plugged in with the console. However, it was noted that the distal bearings were found to be detached, the tube bearings, the input and output shaft bearings and the non-flanged bearings were worn and the laser markings were faded. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.